Manufacturer narrative:
Batch review performed on 17 march 2020: lot 1909213: (B)(4) items manufactured and released on 15-jan-2020. Expiration date: 2025-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Primary surgery was performed on (B)(6). The subsidence of the stem was discovered at x-ray on (B)(6). 2 days after the subsidence, the fracture was discovered. The femoral stem was replaced with competitor's long femoral stem and patient bone was fixed with some wires and screws on (B)(6). Fracture was the cause of subsidence. The surgeon expressed an opinion that the reason of bone fracture was unknown, but it might be occured during the primary surgery.